Manufacturer narrative:
An event regarding corrosion involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA . Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Left hip: ultrasound showed tissue problems in both hips. A CT scan detected psuedotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l, a month patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head. The left hip took a separate operation to remove the psuedotumor with consequent damage to soft tissue. The left hip has dislocated twice since the revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left hip: ultrasound showed tissue problems in both hips. A CT scan detected pseudotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l, a month patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head. The left hip took a separate operation to remove the pseudotumor with consequent damage to soft tissue. The left hip has dislocated twice since the revision.